Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was attempting to deliver a taxus express2 8.8% 3.50 x 16 mm drug eluting stent in an unk artery. It was noted that there was damage on the proximal edge of the stent. No additional info is available at this time regarding the procedure or pt outcome.